Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. Upon inspection, it was found that both response button covers were missing and the switches has been pulled away from the backing. This would not allow the monitor to power on past the splash screen. Both response buttons were inoperative. The root cause of the inoperative response buttons cannot be positively determined, but was likely a result of physical damage. No adverse event resulted from the inoperative response buttons. The pt was issued a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her response buttons were damaged. The pt was provided with a replacement monitor.